Event description:
It was reported that the patient was not getting an adequate pain relief. It was noted that the leads had migrated. The patient underwent a revision procedure wherein the leads were repositioned and remain implanted. The patient was doing well post-operatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7102600.